Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the customer successfully completed the reset without the malfunction code recurring. The customer was advised to continue using the pump and to contact support if any similar issues arise in the future.